Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a pancreatectomy the internal peel pack of the packaging was damaged, effecting the sterility of the device. A second like device was used to complete the procedure. There were no patient consequences reported.